Event description:
It was reported that the user experienced recurrent low glucose with a documented blood glucose of 61 mg/dl, treated with oral glucose (juice), and was using a dexcom g7 sensor integrated with the ilet system; the user was transferred to clinical management for possible therapy adjustments and reported a subsequent glucose of 83 mg/dl. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and recovery after treatment. Investigation included internal clinical review and troubleshooting with education and assignment for additional training. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.